Event description:
Per complaint (B)(4), after clinical procedure, patient experienced loss of implant to integrate.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated date of report for report submission date and test/laboratory data to report device evaluation results. Updated concomitant medical products for device return date, MFR site, report source, for follow-up report submitter, date received by MFR for awareness date and type of report for report type and follow-up number. Updated follow up type for follow-up type, device evaluated by MFR for device evaluation status and evaluation codes method, result and conclusion codes.